Event description:
Nurse practitioner reported patient death. Pt was moving (a 10 hour trip). While driving, the patient's parkinson's symptoms exacerbated. The pt was hospitalized and later expired from exacerbated pd symptoms--respiratory failure due to deterioration from parkinson's disease. No autopsy was performed and the patient was cremated. Death certificate states cause of death was parkinson's. Nurse reported the left generator was on and the right pulse generator was off. No report of device return to the manufacturer for analysis.